Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 25-sep-2025, UDI#: (B)(4); product ID: 9 77a260, serial/lot #: (B)(6), ubd: 08-oct-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was not getting pain relief on the right side and was no longer getting the relief previously experienced despite multiple reprogramming attempts. The leads had migrated. It was reported that the leads were both left of midline. Imaging of the back was obtained and reportedly showed the back needed surgery again. It was reported that the patient requested a paddle implant to improve coverage and pain relief, and the physician considered this more reasonable than another multilevel fusion. It was reported that both leads were explanted. No injury was reported.the manufacturer representative (rep) indicated they would send any further information as they become aware.